Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, inappropriate auto mode switch episodes due to noise on the atrial lead were noted. The noise could not be reproduced in clinic. No other electrical anomalies were observed. The physician elected to program the atrial sensitivity. No patient symptoms were reported. The patient would continue to be monitored.